Event description:
It was reported that during a lobectomy, the staples misformed and did not get a b formation. The surgeon used a special glue in order to close the lung where the staples should have been. The surgery was delayed 20-25 minutes. There was no reported patient consequence.